Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report received that states: a perclose closure device was attempted post cath procedure to obtain hemostasis. Device did not capture and a second device was used. Excessive bleeding around device occurred and the decision was made to abort closure attempt. A sheath was placed back into the common femoral artery but bleeding continued. Sheath was pulled so a femstop device could be placed. Hemostasis was obtained with femstop. What was the original intended procedure? Right and left heart catheterization and possible angioplasty.